Manufacturer narrative:
E1 - initial reporter phone, (B)(6). One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a broken bottom of the case. During plunger travel test, showed the alarm" check clutch/ plunger lever". It is also verified from alarm history. This condition is considered a reportable malfunction. The cause of the reported issue was the clutch was not properly engaged. The clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to damage at the bottom of the casing near the pole attachment. During physical inspection, it was found that there was alarm check clutch/ plunger lever. There was unknown patient involvement, no patient injury was reported.